Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The battery out limit alarm could not be verified due to the keypad anomaly. The insulin pump was received with a cracked display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer's father reported the insulin pump alarmed battery out. Customer replaced battery and was unable to clear the alarm. Troubleshooting was performed. Customer's blood glucose was 362 mg/dl, which was treated with manual injections. Alarm and possible causes was explained to customer's dad. Customer's dad stated the esc and act buttons are not working. Customer's dad did not recall and significant events that may have lead to the keypad issues. Customer's dad was advised that customer should discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.